Manufacturer narrative:
A ge service rep performed an onsite investigation. The gpos pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up at the end of a procedure. No pt or user in jury was reported.